Manufacturer narrative:
Please note hde number: (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on (B)(6) 2025, protect study patient experienced pulmonary respiratory insufficiency on (B)(6) 2020. The patient required "medical or surgical intervention to prevent permanent impairment of a body structure or function".

Manufacturer narrative:
Please note the hde number for this device - (B)(6). This event is related to a post-market clinical study 'protect' and reported retrospectively. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Patient is a 52-year-old male who had an amds5540-de implanted on (B)(6) 2020. Adverse event # 2 is reported as a pulmonary related event described as an ¿respiratory insufficiency¿ with an onset date of 17jun2020 (2 days post-op) and an end date of (B)(6) 2020. The event was not expected. The event was deemed by the study investigator as ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. No pre-existing condition or acute disease was identified that caused or contributed to the event. The event led to a serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ the participant was already hospitalized with an unknown hospital discharge date. Medical treatment was provided; the event outcome was documented as resolved. The recorded hospital discharged date was 02jul2020. The amds was not removed because of this event and the patient remained in the study. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿pulmonary complications (e.g. Edema, embolism, pneumonia, respiratory failure)¿ are listed in the clinical evaluation report (cer) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.